Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician reported that the patient had phacovitrectomy (with macular puckering) surgery, on the following post-operative day six the patient was diagnosed with endophthalmitis. The patient also experienced eye pain. Clinical findings included conjunctival inflammation, aqueous cells, aqueous fibrin and hypopyon were present. On post-operative day six the patient was treated with intravitreal injection combination of glycopeptide antibiotic and third-generation cephalosporin. On the same day, the cultures were taken and in culture one staphylococcus aureus (a few) were observed, no other findings were observed. On post-operative day thirteen the patient had surgical procedure vitrectomy with gas tamponade. The patient also had intravitreal injection of glycopeptide antibiotics and third-generation cephalosporin antibiotics. The patient also experienced severe fibrinous reaction with hypotony. The intervention for the event was effective and the infection was resolved but the vision remained decreased. The integrity of wound was intact. The patient's post operative treatment included non-steroidal anti-inflammatory drug and topical corticosteroid. The patient was recovered with persistent conditions of decreased vision. This complaint is pertaining the four of six reports received from the same facility.

Manufacturer narrative:
Additional information provided in sections h.6. And h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.